Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. Patient described the area as red and itchy under back te pads, with no open or oozing skin. There was no alleged device malfunction contributing to the yeast infection. The patient¿s physician prescribed a statin topical powder for the infection. Follow up indicated that the infection improved.